Manufacturer narrative:
H6: event problem and evaluation codes: updated after device evaluation h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the dso (downstream occlusion) sensor seal had a bubble and the battery compartment had contamination. The customer stated problem was not duplicated, could not repeat customer stated problem during testing. Noticed multiple motor errors in event history log and replaced the optic switch as a preventative measure during the repair process. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
Other, other text: additional information was received indicating that there was no patient involvement.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited system fault after starting volumetric testing. No adverse effects were reported.